Event description:
A (B)(6) physician reported a peritoneal dialysis patient experienced cloud effluent during peritoneal dialysis therapy. On (B)(6) 2010, the patient began treatment with dianeal n 1.5% intraperitoneally (ip). The patient was using homechoice with tidal therapy (dose: 1500ml, tidal %: 75%, cycle: 5 cycles). On (B)(6) 2010, the patient experienced peritoneal cloudy effluent. The leukocytes count was 190/mm3 and eosinophils was 30%. A peritoneal effluent culture was performed, but no micro-organism was identified. No treatment was given to the patient. On (B)(6) 2010, the patient was recovered from the event. His pd therapy was ongoing. Per the physician, the event was non-serious and the event was possibly related to both dianeal n and medical devices (uv transferent, pd catheter, and apd set).

Manufacturer narrative:
(B)(4). The sample was discarded, the lot number is unknown, therefore, no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.